Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels of over 400 mg/dl on several occasions. The customer believes the pump was not delivering insulin as it should. The customer found that the bg level would rise after eating although a bolus was delivered. Insulin injections were used to address the high bg levels. Tandem technical support had the customer perform a system check and the pump was found to be functioning as expected.